Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient fell in july and had some increase in lower extremity tremors. The patient also said to have gone into cardiac arrest (deemed unrelated to dbs) on aug 3rd and received an external defibrillator. The reason for the call was to see if the device could be checked. The caller explained that the patient was having other neurological issues but the two neurologists as the facility stated they didn¿t believe they were related to the dbs system. The caller would still like the ins checked for potential damage from the external defibrillator. Additional information was received from the original caller: it was reported that the patient implant status was off and ok, 4.30 and 4.50. Technical services reviewed how to turn therapy back on. Further discussion revealed that therapy might be turned off due to the EKG monitoring, the caller noticed the EKG artifacts when they turned therapy back on. It was also reviewed to turn therapy off. There were no further complications reported.